Manufacturer narrative:
Siemens is in the process of evaluating this event. The cause of this event is unknown.

Event description:
The customer claims that the rl 1240 has misreported the ph value, leading to an unnecessary caesarean section.

Manufacturer narrative:
The requested electrodes were not received. Based on the data provided, the investigation conclusion is that the low ph value on the suspect sample was most likely pre-analytical induced by an insufficient sample or a clot in the sample. Fetal scalp specimens are one of the hardest and complicated blood specimens to obtain and are often plagued with pre-analytical problems. Due to the samples in question not being in the records of the device provided, root cause cannot be determined.